Event description:
The pt reported the piston rod on her insulin infusion device stopped while she was changing the insulin cartridge last night. She stated that when she removed the old cartridge and retracted the piston rod, the device made a "fluttering, grinding noise" different from its normal sound. She stated when the piston rod retracts all the way, it does not come back up and the device's display screen continues to display "returning piston rod." The pt stated she took an insulin injection before going to bed and when she took her blood glucose reading this morning, it was over 600 mg/dl with her only symptom being frequent urination. To troubleshoot, the pt was instructed to insert a new battery into her infusion device and go through the "change the cartridge" procedure. She stated the piston rod did not retract as it was already fully retracted and the device screen displayed "retracting piston rod" for several seconds before timing out to the stop screen. The pt stated she would go on injection therapy until a replacement device arrived. On follow up, the pt stated she received the replacement device and was currently feeling well. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.